Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The patient did not provide the lot number to the test strips she was using at the time the alleged issue occurred nor did the patient return any vial of test strips back to lifescan. Since a lot number was not provided by the patient, lifescan is unable to conduct test strip evaluation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k061118.

Event description:
The lay reporter from (B)(6) contacted lfs on (B)(6) 2011 alleging inaccurate low readings on the patient's one touch ultraeasy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the reporter mentioned that due to the alleged low reading on the patient's one touch ultra easy meter she was hospitalized. It was reported that the patient was comparing meter readings to her feelings and also comparing her results to her or other one touch ultra 2 meter. On an unspecified date and time on (B)(6) 2011, the patient had tested and obtained a result around 100 mg/dl. She didn't feel good and had "stitch" when she had tested. She does not take any diabetes medications. Due to her symptoms, she took a glass of orange juice and ate two biscuits. At an unspecified time after the alleged reading, she developed symptoms of intense thirst and frequent urination. At an unspecified time later, her mother took her to the hospital where she was admitted in the hospital with a blood glucose reading of 500 mg/dl and was treated with basal bolus, lantus, and an unspecified amount of novorapid insulin. She felt better 30 minutes later. Patient was discharged from the hospital on (B)(6) 2011. A quality control test was not done since the patient did not have any control solution. The reporter was unable /unwilling to verify whether the test strips were expired and in good condition. Products were replaced and requested back. The complaint is being reported since the patient alleged that due to the alleged low readings, she had developed symptoms which consisted of intense thirst and frequent urination and had to be admitted and treated in the hospital with insulin.